Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received pump reset information and was assisted with resetting the pump by technical support. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if any issues reoccurred.